Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the clip (cds0601-xtr, 00227u119) was implanted, tissue damage was noted. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with grade 3-4 and mitral annular calcification. An xtr clip delivery system (cds 00227u119) was advanced to the mitral valve and grasping was performed with no issues. The clip was deployed at a2/p2. After deployment, a larger jet was noted coming from the posterior leaflet. It was thought there might be a hole in the leaflet that was not seen before. Mr remained at 3+. The ntr cds (90907u158) was advanced and grasping was attempted, but unsuccessful. The clip as not implanted and the cds was removed. The xtr cds (00221u132) was advanced and grasping was performed. The clip grasped everything proximally and distally to the ¿hole¿ and some mr reduction was noted and the clip was deployed. After deployment, mr remained at 3+ with mr jet right at the second clip. On 3d echocardiogram, a hole could be seen on the posterior mitral leaflet right at the clip. There was no single leaflet detachment attachment, as the clip is still attached to both leaflets. It was suspected that there was a pre-existing hole/tear in the posterior mitral leaflet that was not seen during screening or intra-operation echocardiogram and when the first clip was implanted, it pushed the mr through the hole and made the leak worse; however, this was not confirmed. Two clips implanted with mr at 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a conclusive cause for the reported tissue damage cannot be determined. The reported unchanged mitral regurgitation is the result of the tissue damage. The reported patient effects of tissue damage and unchanged mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.